Manufacturer narrative:
E1: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the duodenovideoscope nozzle had foreign material. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the event was confirmed. Based on the investigation results, it is unknown if reprocessing was performed in accordance with the instructions for use; therefore, a definitive root cause could not be determined. The subject event can be detected and prevented by implementation in accordance with the instructions for use: reprocessing manual, chapter 3 "cleaning, disinfection, and sterilization procedures" describes how to prevent the subject event. Operation manual, chapter 3 "preparation and inspection" describes how to detect the subject event. Olympus will continue to monitor field performance for this device.